Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg) level. The customer declined to provide information regarding the reported issue.